Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive results on the architect i2000sr analyzer. There was no data provided, but there were 10 patients with false positive hstroponin results and 5 patients with initial falsely elevated hbsag and some instrument error messages were observed. The samples repeated in the normal range after instrument service. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the lever, v-wheel, crsl, inner (part number (B)(4)). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.